Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/13/2020. H.6. Investigation: one loose 10ml control syringe with medication label attached was received and evaluated. It was observed a portion of the finger grip was broken off. There were also indentations on the underside of the grips in the location of the break. Potential root cause for the broken finger grip defect could not be determined. The syringe was reported to break during an unknown process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe control 10ml ll experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no item: 309695 serial/lot number: (B)(6). The customer had another one of these break today. The ring portion broke off, along with a small plastic piece. They did an extensive washout to ensure no plastic was left behind. They have the syringe from the case if needed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe control 10ml ll experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: we have received a quality complaint on product sold to our customer. Injuries or adverse event: no item: 309695; serial/lot number: (B)(4). The customer had another one of these break today. The ring portion broke off, along with a small plastic piece. They did an extensive washout to ensure no plastic was left behind. They have the syringe from the case if needed.